Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. As part of the investigation, olympus followed up with the user facility to obtain additional information regarding the reported event but with no results. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. No device was returned to the legal manufacturer; therefore, the exact cause of the reported issue could not be conclusively determined. However, the physical evaluation determined that an image was not displayed because the cable was partially disconnected and had cuts on the cable cover. The cause of the damage to the cable was potentially due to user operation. As stated on the IFU (instructions for use manual) and as a preventative measure, the IFU states the camera cable may become damaged due to the following: - do not coil the camera cable with a diameter of less than 20 cm. - never excessively pull the camera cable, but straighten it gradually when it is coiled. - never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. - do not use excessive force when wiping the external surfaces of the camera cable. - never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. - never use a clamp or forceps to attach the camera cable to another object. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was returned to the regional repair center. The technical evaluation confirmed there was no image shown when connecting the device to the video processor due to a defective cable. A visual inspection observed a cut on the external sheathing of the cable. Due to the malfunction of image functionality, the white balance could not be properly adjusted as usual. As a result, an error message e311 was displayed on the monitor during testings. The device was sold in january 2010 and had previously been returned for repair in november 2017 for similar reasons requiring a replacement of the cable unit. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (B)(4) was informed by the user facility that there was an image issue with the high definition autoclavable camera head as image disappears and does not returned when manipulating the cable during an unspecified event. No patient injury or harm was reported. The device will be returned to for repair.